Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is complex tka with missing patella, significant effusion, significant synovitis, intact femoral components and mild suprapatellar synovitis noted, pain and instability, partial synovectomy upon revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: articular surface ultracongruent "size 3 4 catalog # 00542802311 lot # 60895484 gender solutions male (gsm) femoral component nonporous size 3, right catalog # 00541001602 lot # 61806581. Palacos r 1x40 single catalog # 00111214001 lot # 71694257. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported patient was experiencing pain three years post implantation. During right knee arthroscopy it was noted that there was a large piece of synovial tissue that appeared to be trapped in the joint. Attempts to obtain additional information have been made; however, no more is available. It was noted that there was a right knee arthroscopy with synovectomy, right painful total knee arthroplasty with pseudomeniscus/synovitis, general anesthesia, minimal blood loss, lateral based synovectomy performed, pseduomeniscus both medially and laterally, large piece of synovial tissue appeared to be trapped in the joint, implant appeared to be intact, and nothing appeared to be loose, no evidence of a patella component, patient to recovery in stable condition, no intraoperative complications reported.